Event description:
It was reported that the brake would not hold due to a broken brake assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.